Manufacturer narrative:
(B)(4). Conclusion code 67: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device broke and stayed jammed with the strap. The tip of the device was retrieved. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection was performed on device returned with the cannula cap detached from the cannula tabs and missing. Fire testing was not conducted because trigger was completely jammed. Device was disassembled to perform a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap detached due to excessive forces applied to the device during use.